Event description:
The hospital reported that after approximately 23 hours of use, they noted blood in the water of the heat exchanger. They continued using the device for approximately 20 more hours without liquid. At this time, they again noted blood in the heat exchanger and the device was changed out with no reported affect to the patient.